Event description:
The customer reported leak in infusion set during usage which cause drug loss, affecting dosage for patient. We did not receive a sample for investigation. The complaint reason was a leakage. We performed a free flow and tightness test on one retain sample and could not find any non-conformity. The investigation of our production documents did not show any deviations related to the complaint reason. Based on the investigation results, a root cause could not be determined.

Manufacturer narrative:
(B)(4).